Manufacturer narrative:
Event summary: the patient data file showed at least eight applications were performed with catheter 2af284/91570 on the date of the event, system notice (#(B)(4)) was received indicating that ¿the refrigerant delivery path was obstructed¿ was confirmed in application number two. Visual inspection of the mapping catheter 2ach20/ 11004247 showed the shaft was kinked in the middle (the shaft kink could be post procedure). The catheter was connected to the diagnostic computer and all channel pairs 2-3 and 3-4 were displaying noise. The catheter was dissected, and it was found that electrodes-wire of pin number three had been broken next to the weld. In conclusion, the mapping catheter failed the returned product inspection due to shaft kink and broken electrode wire. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter was returned to the manufacturer, analyzed, and tested out of specification.